Manufacturer narrative:
Approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(4). Investigation results: the returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 308.9 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass measured 1 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. There was distorted light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed: "fiber may not be used anymore. Please connect new fiber." No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the exposed glass tip had normal degradation and there was distorted light from sma connector, indicating a fracture within the fiber connector. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the fiber during set-up or use contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 270um laser fiber was used in procedure performed on an unknown date. During the procedure, there was no laser energy coming from the laser fiber after 10 minutes of usage. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.